Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The each event, a field representative went onsite to evaluate the device and determined there was a problem with the sample mechanism screw. Further investigation determined the field representative findings were the root cause. No systemic issue with the device was identified during the investigation of these events.

Event description:
This report summarizes "2" malfunction events where erroneous results were generated by the cobas c501 analyzer. The first event involved two patients. There were two erroneous results for albumin gen.2 (alb), two erroneous results for glucose hk (glu), two erroneous results for creatinine plus ver.2 (creat), one erroneous result for calcium gen.2 (ca), one erroneous result for magnesium (mg), one erroneous result for ion selective electrode (ise) sodium, and one erroneous result for ise chloride. The patients' ages, genders, and weights were requested, but were not provided. The second event involved (B)(4) patients. There were (B)(4) erroneous results for glucose, three erroneous results for creatinine, one erroneous result for phosphorus, and (B)(4) erroneous result for ion selective electrode (ise) chloride. This event involved patients that were 66 to 89 years old and there were (B)(4) males and (B)(4) females. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.